Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The mother reported via phone call that the customer was hospitalized for high blood glucose. The mother reported the customer's blood glucose was 17 mmol/l at the time of admission. The customer's blood glucose rose to 25 mmol/l during the hospital visit. Customer was treated with a glucagon shot at the hospital. Troubleshooting for the insulin pump found the customer had a unexpected restart alarm, signal too low alarm, and displayable history check failed on startup alarm in the alarm history. The customer's blood glucose was 19.7 mmol/l at the time of the call. The customer was no longer connected to the insulin pump. The customer has been treating their blood glucose with manual injections. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had operating currents within specification and passed the functional testing, including the rewind, basic occlusin test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No unexpected alarms were noted during testing. However, several alarms were noted in the history file due to a corrupted history file. No unexpected bolus delivery anomaly was noted. The insulin pump was received with minor scratches on the display window.